Event description:
It was reported that the extension tubing connector could not be engaged with the oversleeve portion tightly, easy to be disengaged. Prior to use, the oversleeve portion was not pre-flushed, but infiltrated. A new catheter kit was opened to use the oversleeve portion inside for connection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redz0056) have been reported from facility china.